Manufacturer narrative:
Associated medwatches: 3003639970-2019-00630. Manufacturing evaluation: analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received two open samples for analysis. Thread in both samples received shows splitting/fraying in a part of the thread as can be seen in enclosed picture. Reviewed the batch manufacturing record, this batch has two incidences and was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the optilene suture. The products were noted to be "deformed" and "looked flaky" upon opening the packages. Two different packets and lot numbers had been opened with the same malfunction. The defects were found prior to use and there was no patient involvement. Additional information was not provided. Associated medwatches: 3003639970-2019-00630.